Manufacturer narrative:
Patient weight was requested, but unavailable from the site. Device lot # was requested, but was unavailable from the site as the device was discarded. The expiration date cannot be determined without a lot#. Device manufactured date cannot be determined without the lot#. The device was discarded by the site. There is no allegation that a malfunction of the device caused or contributed to the reported event.

Event description:
A philips lead management representative reported that during a high risk cardiac lead management procedure on (B)(6) 2018, four leads were to be removed, as they were no longer functional. Two right ventricular (rv) leads, one right atrial (ra) lead, and one left ventricular (lv) lead. Two of the leads (1 rv and 1 lv) broke in the innominate vein as the second rv lead was being removed. The patient's blood pressure dropped significantly. Rescue efforts commenced and it was determined that a tear had occurred from the innominate vein to the superior vena cava (svc). The vessel repair was successful and the patient survived the procedure. Two days later, the patient had swelling in their face. Another surgery was performed in order to determine if there were any other vessel perforations. After the 2nd operation was completed, the patient's status declined and they passed away on (B)(6) 2018. No further details could be obtained.

Manufacturer narrative:
Additional information was received about the patient's subsequent surgery two days post-procedure to determine cause of patient's facial swelling, and is documented.

Event description:
On (B)(4) 2018, an email was received from the manufacturer's representative, providing additional information regarding the event. It was reported that when the patient underwent subsequent surgery two days post-procedure to determine cause of facial swelling, it was reported that the patient's venous return had been occluded during the repair.